Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and apical cuff could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable fully intact. The white tunneling adapter was returned attached to the pump cable in-line connector. The modular cable, sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects the cuff lock was overlaid on a 1:1 scale drawing and there did not appear to be any abnormalities dimensional analysis of the cuff lock, sealing ring, and motor cap found that all were within the manufacturing specifications. The cuff lock assembly was reassembled for testing. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Engagement testing was performed using a test apical cuff. The cuff lock moved easily and was able to be fully engaged. The apical cuff rotated normally while cuff lock was fully engaged. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system instructions for use, rev. A, is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during an implant procedure on (B)(6) 2023, a pump was opened and primed in the usual fashion. The surgeon used the mini sewing ring per usual, but bleeding from the ring/pump interface was experienced. The pump was taken off, interrupted sutures were put all around the sewing ring and was tested with the plunger. The heart was filled and there was absolutely no bleeding. The ventricular assist device (vad) was put on and there appeared to be bleeding between the vad and the sewing ring. It was noted by the surgeon that there were no sutures or anything between them. Additional pledgets were used to reinforce the sewing ring in attempt to achieve hemostasis, while not knowing exactly where the bleeding was coming from. It was noted that there were no visual defects in the sewing ring or gasket. The apical cuff holder and pump sucker was used to confirm hemostasis along the suture lines after the additional pledgets were placed. The pump was placed into the sewing ring, secured, and the interface of the ring and pump continued to ooze, and hemostasis could not be achieved. The surgeon then requested a second pump be primed for the patient as it was felt the original pump was defective. The second pump was opened and primed in the usual fashion and the original modular driveline and outflow graft was used in this case. This second pump fit appropriately without any bleeding at the ring/pump interface. The procedure proceeded with this pump without any further issues or concerns.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.